Event description:
It was reported that a patient death occurred. In september 2020, the patient was successfully implanted with a 27mm lotus edge valve. In december 2020, the patient was found deceased of unreported causes.